Event description:
This pt had started dialysis and had 3 treatments. Emergency transport was called for pt having seizure after one hour of treatment. Pt was treated at hospital and survived.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified because enough info is not available about it. The symptoms observed in the event are considered to be a dialyzer reaction. The symptoms observed in the events are considered to be a dialyzer reaction. Although the symptom of a swelling tongue is not explicitly stated in the instruction for use, it is understood to be a symptom related to dialyzer reaction. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t. Daugirdas et. Al., lippincott, williams & wilkins, 2006.